Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic robotic right inguinal hernia procedure, after the insertion thru the trocar, the mesh tore as it was being positioned. The torn mesh was taken out of the cavity and a new one was used to complete the case. There was no patient injury.